Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted with an allegation of premature battery depletion. This device is part of the shortened replacement window (4/05/2007). No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis is pending. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.